Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b3: date of event is an unknown date in 2021. H6: device history record (DHR) review cannot be performed since there is no lot information available. Photo investigation: the device was not returned for investigation. Photo investigation was done on images received. The tip of the small hexagonal pelvic screwdriver is not visible in the images provided. Hence, the complaint condition cannot be confirmed. No definitive root cause can be identified for this issue. A manufacturing record evaluation cannot be done as there is no available lot information. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint condition cannot be confirmed based on the image provided. During the investigation, no product design issues, or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j sales representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, on an unknown procedure, the pin wrench 4.5 l120 have an unknown allegation. It was unknown if the surgery completed successfully. There was no delay reported. There was no patient consequence. This complaint involves thirty-three (33) devices. This report is for (1) small hexagonal pelvic screwdriver/large handle. This report is 1 of 1 for (B)(4).